Event description:
It was reported that stent dislodgement occurred resulting in vessel occlusion. The patient presented with a non-st-elevation myocardial infarction (nstemi). A 3.50 x 20 mm synergy xd drug-eluting stent was to be deployed in the proximal circumflex. During the procedure, the patient went into ventricular fibrillation (vfib) and was brought back to sinus rhythm while the balloon was deflated. Upon returning to fluoroscopy, the physician could still see the marker bands of the balloon. However, the balloon came off the shaft when it was pulled out. The physician then was unable to snare it or cross another device, which caused the vessel to occlude. The circumflex shut down, resulting in no flow. The patient has been intubated and is in the intensive care unit (ICU). No further issues were reported.

Manufacturer narrative:
B5. Describe event or problem updated. H6. Patient, impact and device code updated.

Event description:
It was reported that stent dislodgement occurred resulting in vessel occlusion. The patient presented with a non-st-elevation myocardial infarction (nstemi). A 3.50 x 20 mm synergy xd drug-eluting stent was to be deployed in the proximal circumflex. During the procedure, the patient went into ventricular fibrillation (vfib) and was brought back to sinus rhythm while the balloon was deflated. Upon returning to fluoroscopy, the physician could still see the marker bands of the balloon. However, the balloon came off the shaft when it was pulled out. The physician then was unable to snare it or cross another device, which caused the vessel to occlude. The circumflex shut down, resulting in no flow. The patient has been intubated and is in the intensive care unit (ICU). No further issues were reported. It was further reported that the stent was not detached as what was previously reported, rather it was a shaft break that left the balloon section behind.